Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, upon deployment, the balloon ruptured once it was a max inflation against calcium at the stj. The. Delivery system was pulled back into the 14fr esheath but would not go all the way in. The team decided to bring the esheath and balloon down to the right common femoral and perform a surgical cut down to remove the balloon. After the balloon was removed it was inspected and showed that there was radial tear in the balloon which prevented pulling the balloon all the way into the sheath. The right common femoral was repaired and the patient was sent to recovery in stable condition. The hospital took the delivery system and 14fr esheath. Upon follow up, the fcs advised that there were no instruments used to remove the balloon cover. Bav was not performed pre-implant. No extra volume added to the balloon prior to the inflation. There was no leak in the delivery system noticed. Blood was seen in the syringe after the valve was deployed and the balloon burst, but not before. There was no difficulty with the valve alignment. The valve alignment was performed in a straight section and no difficulty was noted. The balloon burst had radial tear in the balloon, and when trying to bring it back into the sheath it bunched up making it unable to bring into the esheath. The team then brought the system and esheath out together and the balloon was stuck at the right common femoral. The team then preformed a femoral cut down to remove the balloon while an 8mm balloon was inflated in the right external iliac occluding flow. The perceived root cause of the event was calcium and the outflow if the valve hitting the calcium at the narrow stj above the left coronary sinus. A 3mensio report and balloon burst video were received and attached in the case notes.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on provided video of complaint event. Available information suggests presence of calcification in stj likely contributed to the event as provided 3mensio provided evidence of calcification to confirm report from field clinical specialist. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on empirical evidence. Available information suggests the balloon burst likely contributed to the event as reports indicate "delivery system was pulled back into the 14fr e-sheath but would not go all the way in. The team decided to bring the esheath and balloon down to the right common femoral and preform a surgical cut down to remove the balloon. After the balloon was removed it was inspected and showed that there was radial tear in the balloon which prevented pulling the balloon all the way into the sheath." As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.